Manufacturer narrative:
The device was not returned, however a photograph was received and evaluated. Visual inspection of the image was performed with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a vented paclitaxel set leaked from the blue vented spike. This was found during patient setup after priming with chemotherapy. There was no patient involvement. No additional information is available.